Event description:
A patient reported experiencing inaccurate low results with an otp meter. The patient's blood glucose results were not given. Tests were done within 21-30 minutes with a difference of greater than 20%, per reported issue notes. Patient did not experience any adverse events. No further information has been reported.